Event description:
Patient later reported "capsular formation, baker grade 4". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6 reason for reoperation: rupture and capsular contracture baker grade IV the event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "ultrasound confirmed right implant" and "the rupture was diagnosed by a mammography and medical physician ultrasound". Later patient reported "capsular formation, baker grade 4". This record if for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture : observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "ultrasound confirmed right implant" and "the rupture was diagnosed by a mammography and medical physician ultrasound". Later patient reported "capsular formation, baker grade 4". This record if for the right side. Device was explanted.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 2 should have been listed as 11dec2025.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Patient reported "ultrasound confirmed right implant" and "the rupture was diagnosed by a mammography and medical physician ultrasound". This relates to the right side. The device remains implanted.